Event description:
The stent deployed in the hub of the microcatheter during the procedure. There was no patient injury. Upon analysis of the product, the enterprise delivery wire was noted stretched/unraveled. It could not be confirmed when the damage occurred in relationship to the procedure.

Manufacturer narrative:
The stent delivery wire was returned loaded within the introducer sleeve. The stent was not received. All three coil segments of the returned specimen present with stretch damage immediately distal of their proximal coil to core joints (proximal coil: 35.75mm stretch damage; positioning coil: 4.08mm stretch damage; distal coil: 1.05mm stretch damage) and the concurrent "noodling" effect from the stretch damge distally to the distal coil to core joints. In the case of the positioning and proximal coils, there is also significant coil misalignment adjacent to the distal coil to core joints. The specimen presents bend damage to the proximal coil at 1.20 to 9.00mm from the distal coil to core wire joint. Except for the stretched damage, the device is visually and dimensionally within specification. The introducer dimensions are within specification. All joints appear to be intact and correct when viewed at 10x magnified. The complaint documentation makes no mention of any damage to the specimen device. When tested for passage within a microcatheter, specimen does move easily in both directions within a prowler select plus microcatheter despite the coil damage. The device history records relative to the manufacturing, inspecting and packaging of lot cordis lot 13255807, which corresponds to lake region lot 01990899 were reviewed. The records indicated that the product was final inspection tested at lake region medical and was determined to be acceptable. The orientation and positioning of the introducer sleeve within the hub of the microcatheter during advancement of the enterprise stent may be a contributing factor to the event as reported. Positioning and maintaining the position of the introducer sleeve within the hub of the microcatheter has been demonstrated to be a crucial factor in the proper passage of the enterprise stent to and from the microcatheter. The distal end of the introducer sleeve is tapered to better seat within the hub and must be fully seated to allow transfer of the stent into the microcatheter. The returned introducer and delivery wire do not present any obvious indications of damage or anomaly that could be contributory to the reported stent deployment in the hub of the microcatheter. Based on the limited available procedural information and analysis of the product, procedural factors may have impacted on the event as reported. At this time, assignment of root cause for this complaint is speculative and no conclusion can be made regarding the reported event. The delivery wire is a delicate device and it is possible that the damage occurred due to procedural handing or after attempted use in the patient. Because there was no report of damage to the delivery wire and it could not be confirmed when the damage found on the returned delivery wire occurred in relationship to the procedure, no conclusion can be made regarding the stretched condition of the delivery.